Event description:
Additional information was received wherein the lead was explanted and replaced and effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation and it was reported that the lead was fractured. Surgical intervention may occur to address the issue.